Manufacturer narrative:
Analysis of the system data and qc indicate that there are no known system issues that may have contributed to the discordant false positive advia centaur cp troponin test result. Sample fibrin may be a contributing cause and the customer will be using sample filters. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample. The patient sample was auto repeated and the troponin test result was negative. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant troponin ultra result.